Manufacturer narrative:
B5: describe event or problem, b2 outcomes attributed to adverse event. H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of instructions for use documents for fracture fixation devices, compression hip screws, cannulated/bone screws, bone plates, pins, wires revealed in warnings and precautions that the surgeon should be familiar with the technique. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all instruments be inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - clinical code and health effect - impact code, g2 report source.

Event description:
It was reported that, during an internal fixation surgery, the surgeon placed the trigen tan fan nail and proceeds to put a proximal screw in the direction of the lesser trochanter, then he wants to place a cephalic screw, for which he was informed he needed to remove the proximal screw previously placed. The surgeon proceeds anyway, and while drilling, the 4.0 drill collides with the screw and the drill breaks. At this point the surgeon decided to remove the nail and use a intertan nail. The surgery was completed after a significant delay. The broken drill bit could not be removed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an internal fixation surgery, the surgeon placed the trigen tan fan nail and proceeds to put a proximal screw in the direction of the lesser trochanter. Then he wants to place a cephalic screw, for which he was informed he needed to remove the proximal screw previously placed. The surgeon proceeds anyway, and while drilling, the 4.0 drill collides with the screw and the drill breaks. The surgery was completed after a significant delay, using an intertan nail instead. The broken drill bits could not be removed.